Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of ndle 18ga 1-1/2in blt fill nc tw shld experienced a needle that was loose/pulled out of hub during use. The following information was provided by the initial reporter: the pink needle broke on the base during the preparation of an infusion.

Manufacturer narrative:
Investigation: bd has been provided with a photo for catalog 303129 lot 190409 to investigate for this record. The returned picture shows a broken hub (red base) at the level of the presfit. As a result, bd was able to verify the reported issue. Based on available information and since no evidence of issues or abnormality in bhr, a root cause related to needle manufacturing process is not possible to determine. Blunt fill needle needs to ensure that needle punctures stopper at 90°. Since review DHR showed no indication of the alleged defect, no correction actions are required at this time.

Event description:
It was reported that an unspecified number of ndle 18ga 1-1/2in blt fill nc tw shld experienced a needle that was loose/pulled out of hub during use. The following information was provided by the initial reporter: the pink needle broke on the base during the preparation of an infusion.